Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was stuck in the rewind process and it alarmed motor error during prime. Customer's blood glucose was 121 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to corroded home switch. The insulin pump was unable to perform displacement test, basic occlusion test, excessive no delivery test, prime test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken battery tube threads, cracked case at reservoir tube window corner and cracked reservoir tube.